Event description:
On (B) (6) 2010, the pt reported he changed his insulin infusion set tubing and insulin cartridge yesterday. He said he woke up this morning with an elevated blood glucose reading of 338 mg/dl and noticed insulin in the cartridge chamber of his infusion device. His normal blood glucose range is around 120 mg/dl. Symptoms were nausea and vomiting. He stated he thinks the insulin may have come from over hand-tightening the luer lock. He did not noticed any damage to the cartridge or tubing. The pt was advised to switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, cartridge, tubing, and adapter were requested to be returned.